Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed the device met functional specifications when analyzed under non-physiological conditions. One picture was received from the field which shows the deformed device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 35mm amplatzer pfo was selected for an implant using a 9f amplatzer torqvue delivery system. During the procedure, the occluder expanded and its shape was abnormal. Device was removed from the patient prior to released from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a new 35mm amplatzer pfo that was successfully implanted. Patient stable,